Manufacturer narrative:
(B)(4). The implanted device remains

Event description:
Per the clinic, the patient experienced a pain with stimulation and a performance decrement subsequent to a blow to the head. Reprogramming attempts were made; however, the issue could not be resolved, resulting in device non-use. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2012 and the patient was reimplanted with another device during the same surgery. This report is filed november 14, 2013.